Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("unexplained permanent pain") in a 48 year-old female patient who had essure inserted (lot no. D30803, d35372) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced abdominal pain upper ("stomach aches"), headache ("headaches"), dysuria ("difficulty urinating"), alopecia ("loss of hair"), arthralgia ("joint pain"), bone pain ("bone pain"), amnesia ("memory loss"), speech disorder ("difficulty speaking sometimes"), fatigue ("continuous fatigue") and dry eye ("dry eyes") and was found to have heart rate increased ("rapid heartbeat"). Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and pudendal canal syndrome ("pudendal pain"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, alopecia and speech disorder had not resolved. The outcomes for abdominal pain upper, headache, dysuria, pudendal canal syndrome, arthralgia, bone pain, amnesia, fatigue, heart rate increased and dry eye were unknown. No causality assessment was received for essure with regard to abdominal pain upper, headache, dysuria, pudendal canal syndrome, alopecia, arthralgia, bone pain, amnesia, speech disorder, fatigue, heart rate increased, dry eye or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. The most recent information was received on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("unexplained permanent pain") in a 48 year-old female patient who had essure inserted (lot no. D30803, d35372) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced abdominal pain upper ("stomach aches"), headache ("headaches"), dysuria ("difficulty urinating"), alopecia ("loss of hair"), arthralgia ("joint pain"), bone pain ("bone pain"), amnesia ("memory loss"), speech disorder ("difficulty speaking sometimes"), fatigue ("continuous fatigue") and dry eye ("dry eyes") and was found to have heart rate increased ("rapid heartbeat"). Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and pudendal canal syndrome ("pudendal pain"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, alopecia and speech disorder had not resolved. The outcomes for abdominal pain upper, headache, dysuria, pudendal canal syndrome, arthralgia, bone pain, amnesia, fatigue, heart rate increased and dry eye were unknown. No causality assessment was received for essure with regard to abdominal pain upper, headache, dysuria, pudendal canal syndrome, alopecia, arthralgia, bone pain, amnesia, speech disorder, fatigue, heart rate increased, dry eye or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. Lot number: d30803 manufacture date: 2014-12 expiration date: 2017-12; lot number: d35372 manufacture date: 2014-12 expiration date:2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.